Event description:
It was reported that(1) scg45 was used during a gastric bypass procedure. It was reported by the rep that the scg45 was fired during a gastric bypass and only fired partially through firing cycle then jammed. The gun was reloaded and jammed again. Another scg45 was used to complete the case. There was no consequence to pt.